Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash with open blisters on his back under the lifevest. Follow-up attempts were unsuccessful. The patient's medical outcome is unknown.